Event description:
The customer reported a falsely depressed n-terminal pro-brain natriuretic peptide (ntp) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument the repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed n-terminal pro-brain natriuretic peptide (ntp) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality controls (qc) were in range at the time of the event. The analyzer is not connected to siemens remote services (srs); therefore, no system performance data were available for review for the time of the event. Based on the information provided, quality controls (qc) recovered within range on the day of the event. The customer cancelled the current segments and replaced the film screen and diaphragm. Siemens advised the customer to replace a sample probe and reagent probe 1 (r1). No further occurrences of the behavior were reported following these corrective actions. The probable cause of the event is inconclusive. The instrument is fully operational. No further evaluation of this device is required.